Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during a procedure, the device allegedly broke. There was no reported patient injury.

Event description:
It was reported that during a procedure, the device allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot, previously. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation. Based on the investigation of the returned delivery system it was confirmed that the outer sheath was fractured which indicates high release force. Break can not be identified as it was reported. An indication for a manufacturing related issue could not be found. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore, previous investigations of similar complaints have been reviewed. Sheath fracture may be related to difficult patient anatomy or challenging placement site. Insufficient flushing of the device prior to use may lead to friction increase and may be a contributing factor. In this case, limited information was provided regarding procedural details, patient anatomy and proper accessories. Based on the information available a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently addressed the potential issue. The instruction for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.'; 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline flushing these lumens will also facilitate stent graft deployment.' H10:d4 (expiry date: 03/2023), g3. H11: h6(method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.